Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen could "not be seen" by the customer. No additional information was provided. There was no reported impact to blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.